Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive results for architect hiv ag/ab combo on the architect i2000sr processing module, serial number (B)(6), for one patient. The patient was reactive by other methods. The following results were provided: sid (B)(6), processed on (B)(6) 2024 architect result = 0.10 s/co repeat results after centrifuging = 0.08, 0.16, 0.12, and 0.18 s/co. Abbott duo-bioline hiv/syphilis rapid test = positive in the screen, confirmatory abbott 1/2/0 triline human hiv rapid test = negative. Hiv immunoblot shows presence of the p24 band. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 65556be00 and the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent for lot 65556be00 was identified.

Event description:
The customer observed false nonreactive results for architect hiv ag/ab combo on the architect i2000sr processing module, serial number (B)(6), for one patient. The patient was reactive by other methods. The following results were provided: sid (B)(6), processed on (B)(6) 2024 architect result = 0.10 s/co repeat results after centrifuging = 0.08, 0.16, 0.12, and 0.18 s/co. Abbott duo-bioline hiv/syphilis rapid test = positive in the screen, confirmatory abbott 1/2/0 triline human hiv rapid test = negative. Hiv immunoblot 1/2 bio manguinhos shows presence of the p24 band. Addtional data on 02dec2024 states interpretation is inconclusive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional data provided 02dec2024 states the hiv immunoblot 1/2 bio manguinhos interpretation is inconclusive. Section b5 - describe event or problem was updated.

Event description:
The customer observed false nonreactive results for architect hiv ag/ab combo on the architect i2000sr processing module, serial number (B)(6), for one patient. The patient was reactive by other methods. The following results were provided: sid (B)(6), processed on (B)(6) 2024 architect result = 0.10 s/co repeat results after centrifuging = 0.08, 0.16, 0.12, and 0.18 s/co. Abbott duo-bioline hiv/syphilis rapid test = positive in the screen, confirmatory abbott 1/2/0 triline human hiv rapid test = negative. Hiv immunoblot 1/2 bio manguinhos shows presence of the p24 band. Additional data on (B)(6) 2024 states interpretation is inconclusive. No impact to patient management was reported.